Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no reported incidents against the provided lot/product combination. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. A. The investigation was unable to confirm the reported event or draw any conclusions about the root cause of the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-12256. This report, 1818910-2011-25671, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-12256.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Patient was revised to address metallosis, osteolysis, pain and femoral loosening.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. Medical records were received. X-rays were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient's surgeon alleges suspected metal-on-metal osteolytic changes from metallosis. Doi: (B)(6) 2007 - dor: none reported (left hip). **update** patient was revised on (B)(6) 2011 for metallosis, osteolysis, pain and femoral loosening. **01/31/2013 maude report (mw5028609) voluntarily submitted by patient states that s/he was revised to address pain in hip and groin, radiating into the left thigh. An aspiration was performed in 2010 which showed metal-on-metal synovitis, and patient was revised. Doi (B)(6) 2007-dor (B)(6) 2010 (left hip). Update: 10/18/2012 patient seeking legal action. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. A previous update mentioned the patient had femoral loosening but the medical records confirmed that the stem was well fixed and left in situ. Records are available for further review. Update rec'd 2/11/2014- pfs and medical records received. Two dors were given and correct one is (B)(6) 2011. After review of the medical records/operative notes it confirmed metallosis and osteolysis. There is no new additional information that would affect the existing MDR decision. Update rec'd 2/11/2014- pfs and medical records received. After review of the revision operative note it indicated foreign body synovitis and the femoral stem was well fixed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/13/14.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/21/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, elevated metal ions, significant decrease in the ability to walk and move, bone erosion, fear, mental anguish, and injuries. Lab results reported metal ions were less than 7 parts per billion. Revision surgical report noted metallosis, proximal femur osteolysis, marked effusion, dark blue/red particulate synovial fluid, foreign body synovitis, metallosis, minor elevation of metal ions per surgeon, heterotopic ossification within the soft tissues that was removed, liner with dark blue/red 1/3 staring back at me. A radiograph note dated (B)(6) 2008 reported the prosthesis had subsided approximately 1cm, stem is reported on (B)(4). Medical records also reported leg length of left greater than right. Pathology reports noted chronic inflammation and focal necrosis. The complaint was updated on: apr 14,2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.